Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with determining the reason a bolus of 0 units did not appear in the bolus history. Reportedly, the customer programs a carbohydrates and bg values into the pump to deliver a bolus; however, the pump recommends a bolus of 0 units to correct for a low blood glucose (bg) level. Tandem technical support educated the customer regarding the pump bolus features and as there was no insulin being delivered for the bolus, the bolus would not appear in the bolus history. The customer acknowledged the information provided. Additional information was requested by tandem technical support regarding the customer's bg level; however, no further information was provided.